Event description:
The complaint/event involved an unspecified IV tubing set. While rn was connecting secondary tubing (cisplatin chemotherapy) to cassette hub, the hub and cassette reportedly cracked. The rn immediately stopped chemotherapy initiation process and reinitiated the infusion using new primary tubing to prevent the spill of chemotherapy. There was no report of any human harm.

Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time.